Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead lost capture and was double counting the his and right ventricular polarization. The lead was explanted and replaced. No patient complications have been reported as a result of this event.